Manufacturer narrative:
D2b - procode - corrected.

Event description:
It was reported that leakage from the cuff was observed several times approximately 2 hours after intubation. The tube in the patient was changed as a result of the leakage. The same health care professionals did all the procedures, and the inflation of the cuff was done as always. There was patient involvement, and no patient harm/adverse event occurred.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: two used samples were returned for analysis. Visual inspection found no damage. Functional testing was performed where the returned used cuff was inflated using an ICU medical provided syringe. There were no leaks or difficulties observed during inflation. Additionally, the two (2) new samples were inflated and leak tested and no leaks were observed. The customer issue of cuff leakage could not be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.